Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ bilateral patient. Litigation alleges that patient has elevated metal ion levels. Update: (B)(6) 2014 - sales rep reported revision surgery of the right hip. Patient's right hip was revised to address pain. Adapter sleeve added to complaint. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received for right hip revision, upon revision, abundant yellow fluid with chronic looking material, a red-brownish pseudocapsule with necrotic tissue, and significant black material consistent with corrosion were noted. Stem added to the complaint. This complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2014 - medical records received for left hip. Patient was revised to address pain. Upon revision, abundant cloudy fluid, a pseudomembrane with green gray-looking material in the capsule, and corrosive black material at the taper which was removed and cleaned with a brush were noted. The stem remained in situ, upon which a ceramic head was implanted. The sleeve is being added to the complaint. This complaint was updated on (B)(6) 2014.